Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ('abnormal bleeding vaginal') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity (bmi 40 or over), essential hypertension, insulin resistance, dysmetabolic syndrome, fibroids, uterine dilation and curettage, hiatal hernia repair, gravida ii, parity 2, acute renal failure, pelvic pain, intramural leiomyoma of uterus, leiomyoma, endometriosis and pelvic adhesions. Concomitant products included calcium citrate, fesoterodine, iron polysaccharide complex (ferrex) and vitamin d nos (vitamin d). In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"). In (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression"). In 2012, the patient experienced urinary incontinence ("bladder/urinary problems- bladder problems/bladder or urinary problems or changes incontinence"). On an unknown date, the patient experienced intermenstrual bleeding ("metorhagia (bleeding b/w periods)"), iron deficiency anaemia ("anemia"), cystitis ("bladder/urinary problems: bladder infection"), urinary tract infection ("bladder/urinary problems : uti"), vaginal infection ("bladder/urinary problems: vaginal infection"), fatigue ("fatigue,"), alopecia ("hair loss"), tooth disorder ("dental problems"), headache ("headaches") and menstruation irregular ("irregular menstrual cycle"), was found to have hormone level abnormal ("hormonal changes") and neoplasm ("tumors") and underwent gastrectomy ("gastric sleeve"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the vaginal haemorrhage, heavy menstrual bleeding, intermenstrual bleeding, iron deficiency anaemia, urinary incontinence, cystitis, urinary tract infection, vaginal infection, fatigue, alopecia, tooth disorder, hormone level abnormal, headache, neoplasm, weight increased, depression, menstruation irregular and gastrectomy outcome was unknown. The reporter considered alopecia, cystitis, depression, fatigue, gastrectomy, headache, heavy menstrual bleeding, hormone level abnormal, intermenstrual bleeding, iron deficiency anaemia, menstruation irregular, neoplasm, tooth disorder, urinary incontinence, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2013 (discrepancy noted). Discrepancy noted in date of insertion (B)(6) 2009 in previous case and in this follow up (B)(6) 2011 . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.7 kg/sqm. Hysterosalpingogram - in october 2009: essure confirmation test result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: uti. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 1-oct-2021: mr received. Case becomes an incident. Removal was added. Removal surgery names and date ,reporters, concurrent conditions were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('coiled wire extends from the lumen of the fallopian tube through the serosa of the uterus, and is tightly adherent to the serosa of the uterus./ essure coil outside the uterus on the left side.') And vaginal haemorrhage ('abnormal bleeding vaginal') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity (bmi 40 or over), essential hypertension, insulin resistance, dysmetabolic syndrome, fibroids, uterine dilation and curettage, hiatal hernia repair, gravida ii, parity 2, acute renal failure, pelvic pain, intramural leiomyoma of uterus, leiomyoma nos, endometriosis and pelvic adhesions. Concomitant products included calcium citrate, fesoterodine, iron polysaccharide complex (ferrex) and vitamin d nos (vitamin d). In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"). In (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression"). In 2012, the patient experienced urinary incontinence ("bladder/urinary problems- bladder problems/bladder or urinary problems or changes incontinence"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), intermenstrual bleeding ("metorhagia (bleeding b/w periods)"), iron deficiency anaemia ("anemia"), cystitis ("bladder/urinary problems: bladder infection"), urinary tract infection ("bladder/urinary problems : uti"), vaginal infection ("bladder/urinary problems: vaginal infection"), fatigue ("fatigue,"), alopecia ("hair loss"), tooth disorder ("dental problems"), headache ("headaches") and menstruation irregular ("irregular menstrual cycle"), was found to have hormone level abnormal ("hormonal changes") and neoplasm ("tumors") and underwent gastrectomy ("gastric sleeve"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the uterine perforation, vaginal haemorrhage, heavy menstrual bleeding, intermenstrual bleeding, iron deficiency anaemia, urinary incontinence, cystitis, urinary tract infection, vaginal infection, fatigue, alopecia, tooth disorder, hormone level abnormal, headache, neoplasm, weight increased, depression, menstruation irregular and gastrectomy outcome was unknown. The reporter considered alopecia, cystitis, depression, fatigue, gastrectomy, headache, heavy menstrual bleeding, hormone level abnormal, intermenstrual bleeding, iron deficiency anaemia, menstruation irregular, neoplasm, tooth disorder, urinary incontinence, urinary tract infection, uterine perforation, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2013 (discrepancy noted) discrepancy noted in date of insertion (B)(6) 2009 in previous case and in this follow up (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.7 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: essure confirmation test result: total bilateral occlusion. Pathology test - on (B)(6) 2021: integrity: intact uterus and cervix with attached bilateral tubes. Uterus: 68.0 grams, 7.6 x 6.4 x 4.1 cm. Serosa: tan-pink and smooth with multiple bulging subserosal nodules at the fundus. Identified at the anterior aspect of the right cornu is a 2.1 cm in length segment of silver metallic coiled wire consistent with a portion of essure device. This coiled wire extends from the lumen of the fallopian tube through the serosa of the uterus, and is tightly adherent to the serosa of the uterus. Right fallopian tube: 5.2 x 0.7 cm, smooth, purple, and fimbriated and extends for a length of 0.6 cm into the myometrium at the right cornu. The essure device is not identified within the lumen of the right fallopian tube. Right ovary: not present left fallopian tube: 8.2 x 0.6 cm, smooth, purple and fimbriated with a grossly properly placed 3.0 cm in length silver metallic coiled wire that is consistent with an essure device. Left ovary: not present. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: uti. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 14-oct-2021: quality safety evaluation of ptc. New event added- uterine perforation. Lab data added from source document dated 01-oct-2021. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.